Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer will be using multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Technical support confirmed the shipping address, provided instructions for putting the pump into storage mode, advised on steps to take upon receiving the replacement pump, and instructed the caller to return the problematic pump within 10 days. A replacement pump was sent to the customer.